Event description:
It was reported that during a colon resection procedure, the devices would not fire. When the device was fired, the clips criss crossed and did not properly ligate. The procedure was completed with an er420 device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku; what vessel or structure was the device fired on at the time of the event? Asku; was the clip fully advanced into the jaws prior to firing? Asku; was there any torquing or twisting of the device present at the time of firing? No; was any unexpected resistance felt while firing the trigger? No; were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 14 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch/lot record review was performed and the batch met all final acceptance criteria.